Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the peek cage broke at the inserter.

Manufacturer narrative:
Additional information: product analysis:visually confirmed a portion of the implant returned for analysis. Witness marks and plastic deformation identified at the inserter interface, consistent with significant impact during implantation. Microscopic examination provides evidence of fracture initiation at the base of the outside surface facets. Fracture surface examination identified a brittle fracture, with rays emanating from likely fracture initiation points, consistent with brittle overload.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, intra-op, while attached to inserter with graft, the back third of the cage cracked off. It was removed from the patient. No patient complications were reported as a result of this event.